Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0492 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was damaged and was left in the intravascular but there was no problem to retrieve. It was further reported that the guidewire was possibly damaged upon taking out of package because physician used a surgery scalpel to open the package. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed. One segment of a 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. Two bends were observed in the guidewire segment and the weld tip was observed to be present on the distal end of the segment. The core wire of the guidewire segment was observed to be broken within the coiled wire, a few centimeters proximal to the break in the coiled wire. The majority of the coiled wire was observed to not be unraveled. A microscopic observation revealed some unraveling of the coiled wire at the break site on the proximal end of the returned guidewire segment. The break sites of the core and coiled wires of the guidewire were observed to be tapered and slightly angled with a granular surface texture. The characteristics observed on the returned guidewire suggest tensile failure caused by excessive pulling forces on the guidewire ultimately caused the break in the guidewire. Additionally, shear forces due to bending/kinking of the guidewire and/or movement of the guidewire against resistance may have contributed to the failure. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the guidewire was damaged and was left in the intravascular but there was no problem to retrieve. It was further reported that the guidewire was possibly damaged upon taking out of package because physician used a surgery scalpel to open the package. There was no reported patient injury.